Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that there was an atrial pacing lead impedance measurement that was up to 2200 ohms with this pacemaker system. Technical services (ts) analyzed device episode data and found that a lead safety switch (lss) occurred due to atrial lead pacing impedance out-of-range. This changed the sensing configuration to unipolar. While in unipolar, there was oversensing of myopotential noise which resulted in extra brady pacing delivered and inappropriate atrial tachy response (atr) episodes. There were also past episodes with electromagnetic interference (emi) noise due to patient's work activity. Ts discussed programming options as troubleshooting. The ra lead was a non-boston scientific product. No additional adverse patient effects were reported. Currently, this pacemaker remains in service. Later, this device was explanted at scheduled generator change out procedure where a new pacemaker was successfully placed. No adverse patient effects were reported. This product was returned to boston scientific for investigation.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that there was an atrial pacing lead impedance measurement that was up to 2200 ohms with this pacemaker system. Technical services (ts) analyzed device episode data and found that a lead safety switch (lss) occurred due to atrial lead pacing impedance out-of-range. This changed the sensing configuration to unipolar. While in unipolar, there was oversensing of myopotential noise which resulted in extra brady pacing delivered and inappropriate atrial tachy response (atr) episodes. There were also past episodes with electromagnetic interference (emi) noise due to patient's work activity. Ts discussed programming options as troubleshooting. The ra lead was a non-boston scientific product. No additional adverse patient effects were reported. Currently, this pacemaker remains in service.

Event description:
It was reported that there was an atrial pacing lead impedance measurement that was up to 2200 ohms with this pacemaker system. Technical services (ts) analyzed device episode data and found that a lead safety switch (lss) occurred due to atrial lead pacing impedance out-of-range. This changed the sensing configuration to unipolar. While in unipolar, there was oversensing of myopotential noise which resulted in extra brady pacing delivered and inappropriate atrial tachy response (atr) episodes. There were also past episodes with electromagnetic interference (emi) noise due to patient's work activity. Ts discussed programming options as troubleshooting. The ra lead was a non-boston scientific product. No additional adverse patient effects were reported. Currently, this pacemaker remains in service.